Event description:
Initially reported as a sound processor intermittency. Patient reported lack of sound when turning head towards side/direction of the implant; and also when moving head up in the vertical plane after testing with replacement devices issue was determined to be with the implant. Device explanted.

Manufacturer narrative:
Inspecting the device we noted clear signs of damage on the implant body and a breakage of the titanium reinforcement wire, causing a rupture in the antenna coil wire (possibly from using excessive force when inserting the implant. We have concluded that this malfunction was due to mishandling during surgery and is not related to a quality or manufacturing deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.